Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. It is unknown whether there was deviation from IFU in reprocessing steps for the location where the foreign material remained. It is possible that the user could not perform reprocessing properly due to leakage from biopsy channel and remove the foreign material. The event can be detected/prevented by following the applicable chapters in the instructions for use: detection method is described in cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material in the air\water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.